Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article titled " oxidative stress in aortic valves associated with infective endocarditis: a report on three cases". This complaint is based on a literature review, and no device information was provided. Therefore, a review of the device history record could not be performed. As reported in a research article, an event of patient-device incompatibility (pannus), endocarditis, and erosion was reviewed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, causes for the reported patient-device incompatibility (pannus), endocarditis, and erosion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled "oxidative stress in aortic valves associated with infective endocarditis: a report on three cases".

Event description:
The article, "oxidative stress in aortic valves associated with infective endocarditis: a report on three cases", was reviewed. The article presented a case study of a 78-year-old female patient with a history of smoking, systemic arterial hypertension, dyslipidemia, tachycardia¿bradycardia syndrome, pacemaker implant, and double aortic injury with predominant stenosis diagnosed in 2009. On an unknown date in 2019, a 25mm portico valve was implanted. Five days post-procedure, the patient presented with mitral-aortic endocarditis with vegetation in the aortic valve. It was also noted there was mitral¿aortic junction abscess plus aortitis aortic wall abscess. Enterobacter cloacae and klebsiella oxytoca was confirmed. A decision was made to perform redo aortic valve replacement plus resection of ascending aorta plus mitral valve replacement with an edwards perimount valve and a woven dacron 24 tube via bentall procedure and commando surgery. The patient status was reported alive with left ventricular ejection fraction (lvef) 40% as of 2024. [The primary author was maría elena soto, research direction, instituto nacional de cardiología ignacio chávez, juan badiano 1, sección xvi, tlalpan, méxico city 14080, mexico. The corresponding author was israel pérez-torres, department of cardiovascular biomedicine, instituto nacional de cardiología ignacio chávez, juan badiano 1, sección xvi, tlalpan, méxico city 14080, mexico, with corresponding email: israel.perez@cardiologia.org.mx].